Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they can't get the stimulation to turn on. Patient stated they are getting settings not available message on the controller. Patient mentioned that they have neuropathy in their feet and legs and without the stimulator they can hardly walk at all. During the call, the patient was able to connect to the implanted neurostimulators and the controller was at 90% and the implant was at 40%. Patient attempted to switch groups that did not resolve the issue. The patient was redirected to their healthcare provider to further address the issue. It was reported there were high impedances; patient was successfully reprogrammed around impedance issue. Issue has been resolved.